Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged difficulty breathing or shortness of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging seeing particles in the device, breathing or shortness of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury after the final attempt to have the device and components returned for evaluation, the customer stated that I am very much disappointed with philips, it's been more than year and half since I started waiting for my replacement, I will look foe email and revert back with responses and customer hung up the call without answering any gfe questions.. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.